Event description:
It was reported the distal tip of the recanalization catheter detached during retraction from the vessel. Attempts were made to retrieve the detached segment; however, they were unsuccessful. There was no reported pt injury .

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The catheter was returned for eval and the distal tip was missing. The outer catheter remained intact. At the distal tip of the device, the marker band was present. The core wire remaining within the catheter was measured to be 138.4cm, measured from the detached distal tip to the strain relief. The core wire extends past the proximal end of the handle 5.2 cm. Therefore, 2.4 cm of the core wire broke off with the distal tip. This indicates that the core wire broke along the length of the wire and not at the tip weld. The outer catheter near the strain relief was noted to be bunched together. The distal end of the outer catheter was jagged and stretched, likely indicating that excessive force contributed to the tip detachment. The investigation is confirmed for a tip detachment. Per the reported event details, the tip of the catheter got stuck in the lesion during removal. It is likely that excessive force during removal of the catheter, combined with the tip being stuck in the lesion, resulted in the tip detaching from the catheter. The definitive root cause for the tip getting stuck in the lesion is unk. It is unk whether pt and/or procedural issues contributed to the event.